Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer stated the piston wont move up it was stuck. Customer stated that the self test were passed but the displacement verification failed no harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6), 2021, customer called in with the following concern: patient dropped the unit and it alarmed insulin flow blocked and piston not moving. P-cap locked in place properly during testing. Unit recognized the reservoir with no reservoir in place. Unable to perform displacement test, the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test due to reservoir not moving and it recognizes reservoir with no reservoir in place. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complain call. The adapt tool reveals that on 06/22/2021 a total of 8 no delivery alarms were recorded. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. All connectors and motor flex connector was plugged in properly during visual inspection. Unit may have had an intermittent failure not detected during our testing. Force sensor zero offset within spec(22.6mv). In conclusion customer allegations were confirm in download history files. Unit may have had an intermittent failure, motor anomaly.